Event description:
Customer's spouse called to report the spouse had high bgs. It was stated that the customer received an alarm due to an empty reservoir, and also had skipping screens. Customer was just diagnosed for being blind and had a bladder infection a week prior to the call. Troubleshooting was performed. Pump tested ok.